Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Inflammatory membranes developed post cataract surgery. In order to resolve the inflammatory membranes, the patient underwent an intracameral injection of r-tpa. On an unknown date post intracameral injection of r-tpa, opacification of the rayone aspheric rao100c was observed. The patient reports a reduction in the quality of their vision as a result of the development of opacification. Rayner's affiliate company in (B)(4) has been advised that the explantation of the lens is likely to be scheduled in (B)(6) 2018. The (B)(4) medicines and healthcare products regulatory agency issued a medical device alert on 21st january 2010 (B)(4) regarding opacification of iols following intracameral use of alteplase (recombinant tissue plasminogen activator, r-tpa). Alteplase is a drug indicated for use in acute stroke, myocardial infarction, and pulmonary embolism. It is not licensed for intracameral use. Rayner is working with its (B)(4) affiliate company to obtain additional information to facilitate further investigation of the report of opacification. Our review of production records for the rayone spheric rao100c batch 037101308 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone spheric rao100c (march 2017) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone spheric rao100c batch 037101308.

Event description:
On (B)(6) 2017, rayner intraocular lenses limited received notification from its (B)(4) affiliate company that a healthcare professional had observed the development of opacification in a rayone spheric rao100c iol following intracameral injection of recombinant tissue plasminogen activator (r-tpa).